Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of loose component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2423-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris smartsite pump infusion set had a loose component with a leak. The following information was provided by the initial reporter: we had another come lose and the medication had to be redosed (sugamadex a reversal medication). Blood was coming out of the tubing where disconnected. Please provide the batch# or lot# number for the issue reported on 05jun? I don't have lot # since they started in another area. Describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event from (B)(6). (B)(6) the reversal med had to be redosed since line came out.